Event description:
To assist with the insertion of an arterial invasive line a guidewire was used. During the procedure, the guidewire suddenly would not advance or could not be withdrawn. The pt was taken to radiology and the wire was viewed under fluoroscopy and it was determined that the wire was looped in a bow. The pt was then taken to surgery and the guidewire was removed surgically.